Manufacturer narrative:
Patient demographics such as age, date of birth, sex, weight, race and ethnicity were not supplied. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, pre-analytical sample handling is the cause of this incident as the customer did not allow enough time for the serum sample to clot prior to analysis. (B)(4).

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial (B)(4). Subsequent testing of the patient's sample on the same access 2 immunoassay system produced multiple, erratic results both within and above the normal reference range of the assay. Additional testing of the patient's sample on an abbott I-stat analyzer produced a result within the normal reference range of that assay. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient's transfer to another facility was accelerated and the patient was administered 600 mg of clopidogrel and a loading dose of enoxaparin. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a serum tube which was centrifuged for ten (10) minutes at 3000g (g-force) at fifteen (15) to twenty-five (25) degrees celsius. There were no reports of sample integrity issues in conjunction with this event.